Event description:
The surgeon implanted a silicone lens with model aa4203tl. Thelens was damaged during implantation and removed with no patient injury. The incision was enlarged to remove the iol. It is unknown if the device malfunctioned.